Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset" arterial blood collection syringe there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when using the abg, there was foreign matter found in the syringe." 2021-3-11 additional information received: after the customer opened the outer packaging during the arterial blood collection, he found black spots on the luer interface of the arterial blood collection device. It was discovered immediately and was not used and did not cause adverse effects. The original problem samples were not kept, and they were directly disposed of as medical waste.